Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issue"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent a hysterectomy due to complications from the essure device). Essure was removed. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device and menstrual disorder outcome was unknown. The reporter considered device dislocation, ectopic pregnancy with contraceptive device and menstrual disorder to be related to essure. The reporter commented: this case (B)(4) was linked with the second case (B)(4). Most recent follow-up information incorporated above includes: on (B)(6) 2018: summons received - case updated as incident. New events,"menstrual issues, an ectopic pregnancy, device ineffective, persistent pelvic pain, and migration of the device" were added. Event personal injuries was deleted. Product implant date was added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of the device/migration device location of device: uterus /the essure coil on the patients right was located on the posterior portion of the uterus/ perforation/essure coil located in the posterior myometrium protruding through/essure coil'), uterine perforation ('essure coil located in the posterior myometrium protruding thorough/ foreign object extending from the posterior right side of the fundus') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test." And device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 (B)(6) 2010, (B)(6) 2012, (B)(6) 2016), menometrorrhagia, hyperemesis gravidarum, dysuria, cesarean delivery, without mention of indication, hemorrhage in early pregnancy, drug allergy, penicillin allergy and pelvic pain female. Concurrent conditions included right upper quadrant pain, vaginal bleeding, abdominal pain and dysuria. Concomitant products included nsaids since 2016 and paracetamol (acetaminophen) since 2016. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 8 months 25 days after insertion of essure. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issue"), pelvic pain ("persistent pelvic pain / pain"), heavy menstrual bleeding ("abnormal bleeding ( menorrhagia)"), anxiety ("mental anguish"), genital haemorrhage ("gen abnormal bleeding") and post procedural complication ("post removal complications"). The patient was treated with methotrexate shot to terminate the pregnancy and surgery (laparoscopic bilateral tubal fulguration /hysterectomy(uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, uterine perforation, menstrual disorder, depression, anxiety, dysmenorrhoea and post procedural complication outcome was unknown and the ectopic pregnancy with contraceptive device, pelvic pain, vaginal haemorrhage, heavy menstrual bleeding and genital haemorrhage had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, ectopic pregnancy with contraceptive device, genital haemorrhage, heavy menstrual bleeding, menstrual disorder, pelvic pain, post procedural complication, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: this case (B)(4) was linked with the second case (B)(4). She had been treated for pain, bleeding, migration and perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2021: medical record received: medical history, patient aka name ,reporter information was added. Patient demographic was updated. New event- uterine perforation added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of the device/migration device location of device: uterus /the essure coil on the patients right was located on the posterior portion of the uterus/ perforation') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's medical history included multigravida and parity 3 ((B)(6) 2010, (B)(6) 2012, (B)(6) 2016). Concurrent conditions included right upper quadrant pain, vaginal bleeding, abdominal pain and dysuria. Concomitant products included nsaids since 2016 and paracetamol (acetaminophen) since 2016. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 8 months 25 days after insertion of essure. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issue"), pelvic pain ("persistent pelvic pain / pain"), menorrhagia ("abnormal bleeding ( menorrhagia)"), anxiety ("mental anguish"), genital haemorrhage ("gen abnormal bleeding") and post procedural complication ("post removal complications"). The patient was treated with methotrexate shot to terminate the pregnancy and surgery (laparoscopic bilateral tubal fulguration /hysterectomy(uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, menstrual disorder, depression, anxiety, dysmenorrhoea and post procedural complication outcome was unknown and the ectopic pregnancy with contraceptive device, pelvic pain, vaginal haemorrhage, menorrhagia and genital haemorrhage had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: this case (B)(4) was linked with the second case (B)(4). She had been treated for pain, bleeding, migration and perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of the device/migration device location of device: uterus /the essure coil on the patients right was located on the posterior portion of the uterus/ perforation') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's medical history included multigravida and parity 3 ((B)(6)2010, (B)(6)2012, (B)(6)2016). Concurrent conditions included right upper quadrant pain, vaginal bleeding, abdominal pain and dysuria. Concomitant products included nsaids since 2016 and paracetamol (acetaminophen) since 2016. On (B)(6)2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2017, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 8 months 25 days after insertion of essure. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issue"), pelvic pain ("persistent pelvic pain / pain"), menorrhagia ("abnormal bleeding ( menorrhagia)"), anxiety ("mental anguish"), genital haemorrhage ("gen abnormal bleeding") and post procedural complication ("post removal complications"). The patient was treated with methotrexate shot to terminate the pregnancy and surgery (laparoscopic bilateral tubal fulguration /hysterectomy(uterus and cervix removed)). Essure was removed on (B)(6)2017. At the time of the report, the device expulsion, menstrual disorder, depression, anxiety, dysmenorrhoea and post procedural complication outcome was unknown and the ectopic pregnancy with contraceptive device, pelvic pain, vaginal haemorrhage, menorrhagia and genital haemorrhage had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: this case 2018-007831 was linked with the second case 2018-049113. She had been treated for pain, bleeding, migration and perforation. Most recent follow-up information incorporated above includes: on (B)(6)2020: pfs received. Event post removal complications added. Event outcome for pain, bleeding, ectopic pregnancy changed to recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the device/migration device location of device: uterus /the essure coil on the patients right was located on the posterior portion of the uterus") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test." The patient's concurrent conditions included right upper quadrant pain, vaginal bleeding, abdominal pain and dysuria. Concomitant products included nsaid's since 2016 and paracetamol (acetaminophen) since 2016. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, 8 months 25 days after insertion of essure, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, menstrual disorder ("menstrual issue"), menorrhagia ("abnormal bleeding ( menorrhagia)") and anxiety ("mental anguish"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (laparoscopic bilateral tubal fulguration /hysterectomy(uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, ectopic pregnancy with contraceptive device, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, ectopic pregnancy with contraceptive device, menorrhagia, menstrual disorder and vaginal haemorrhage to be related to essure. The reporter commented: this case (B)(4) was linked with the second case (B)(4). Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs & mr received: the event migration of essure device location of device: uterus was clubbed to previous event and coded to device expulsion. Added events abnormal bleeding (vaginal), abnormal bleeding( menorrhagia), depression, mental anguish, dysmenorrhea (cramping), she did not undergo essure confirmation test. Updated onset date. Reporter information added , patient's demographics, concomitant condition were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.